Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Facility name - the full facility name was provided as "(B)(4)". (B)(4).

Event description:
The customer stated that they received erroneous high results for two samples from the same patient tested for the elecsys cmv igg assay (cmvigg) on a cobas 8000 e 801 module (e801). The medical doctor in charge and they gynecologist in charge were informed of the erroneous values. The customer suspected that the samples contain an interferent to the cmvigg assay. A sample from the patient collected on (B)(6) 2017 resulted with a negative cmvigg value when tested on a cobas 8000 e 602 module. A second sample was collected from the patient on (B)(6) 2018 and tested for cmvigg on the e801 analyzer, resulting with a value of 4.02 iu/ml (positive). A third sample was collected from the patient at a different laboratory on (B)(6) 2018 and measured for cmvigg using the diasorin liaison method, resulting as < 5.0 u/ml (negative). This sample also resulted as < 5.0 u/ml (negative) when tested with the diasorin liaison cytomegalovirus igm (cmvigm) method. A fourth sample was collected from the patient on (B)(6) 2018 and tested for cmvigg on the e801 analyzer, resulting with a value of 3.95 iu/ml (positive). An aliquot of this sample was sent to another laboratory where it resulted with a cmvigm value of < 0.85 index (negative). No adverse events were alleged to have occurred with the patient. The e801 analyzer serial number was (B)(4). The fourth patient sample was provided for investigation. The results obtained by the customer could be duplicated. A general reagent issue could be excluded.

Manufacturer narrative:
Two samples from the patient were provided for investigation. Investigations of the samples were able to duplicate the results obtained by the customer. The samples showed exclusive reactivity towards a sub-module of the roche cmvigg assay, indicating that a systemic assay interference is unlikely. The samples were also tested with the mikrogen recomline blot cmv igg and igm methods and results were negative. According to product labeling, false results may occur in the roche cmvigg assay due to unspecific reactivity.

Manufacturer narrative:
Sample 4 was measured in the other laboratory with the abbott method. Abbott cmv igg and cmv igm results were non-reactive for this sample. No medical treatment of the patient was initiated based on the reactive elecsys cmv igg result.